Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. It has been confirmed that x-rays, patient medical history, the explants and any further information is not available and thus there is only very limited information available for this investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification. Based on the information available, no further investigation can be conducted and corin now consider this case closed. However, should additional information be provided then this case may be re-opened for further investigation.

Event description:
Cormet revision of the right hip due to metallosis.